Event description:
It was reported that following a vibrational alert, the device was found to be operating in backup vvi (bvvi) mode. Abbott technical support was contacted, the session records were analyzed, and the bvvi mode was found to be due to event queue overflow related reset. The device was reprogrammed and the firmware was updated to resolve the event. The patient was in stable condition.